Event description:
During stenting of the left anterior descending (lad) artery an edge dissection occurred after stent placement. The patient is a (B) (6) male who was consented to the cypress study. The procedure being performed was laser atherectomy, balloon angioplasty, and stent placement of a chronically occluded lad. Pre-procedure angiography revealed filling of the lad via collateralization. The physician was able to cannulate the lad with little difficulty using a .014 wire and an xb 3.5 guiding catheter. The physician then used a laser atherectomy 0.9 spectranectics catheter due to evidence of thrombus. It was noted that there was myocardial bridging 3cm below the chronic total occlusion (cto). After artherectomy was performed, balloon angioplasty was required. Multiple balloons were used. After balloon angioplasty of the diagonal branches, the physician proceeded to treat the lad. An xb 4.07 french guiding catheter was used during the intervention. A cypher 2.75x13mm stent was deployed at 14 atmospheres (atms) in the proximal segment with good result. After post-dilation with a quantum maverick (bsi) 3.0x18 balloon at 12 atm for 20 seconds , it was noted that the was a small edge dissection that required another cypher 2.5x8mm stent placed below the first stent, which resulted in excellent results. The patient was discharged the next day.

Manufacturer narrative:
{Accessory) boston sci encore 26 inflation device; {cardiac guide catheter) cordis 7 fr. Xb 4.0; {cardiac wire) abbott bmw .old1' x is0 cm; {cardiac laser) spectranetics laser 0.9; {cardiac balloon) angioscore angiosculpt ex 2.5 x 10mm; (cardiac balloon) abbott voyager rx.5 x 12 8mm; {cardiac ballcan) abbott voyagerrxx 2.5 x 20mm; quantum maverick (bsi) 3.0x18 balloon; the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder silicon tip cracked, so the device would not work properly. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted. The patient's history is significant for angina, family history of coronary artery disease, hyperlipidemia, gastroesophageal reflux disease and benign prostatic hypertrophy. The indication for the procedure was a positive functional study for ischemia. The target lesions were the mid left anterior descending artery (lad) and the second diagonal (dx2). The lad was described as de novo, 100% occluded and having thrombus present. Collateral circulation to the lad was visualized on angiography. The physician was able to cannulate the lad with little difficulty using a .014 wire and an xb 3.5 guiding catheter. The physician then used a laser atherectomy 0.9 spectranetics catheter due to evidence of thrombus. It was noted that there was myocardial bridging 3cm below the chronic total occlusion (cto). After atherectomy was performed, balloon angioplasty was required. Multiple balloons were used. After balloon angioplasty of the diagonal branches, the physician proceeded to treat the lad. An xb 4.07 french guiding catheter was used during the intervention. A cypher 2.75x13mm stent was deployed at 14 atmospheres (atms) in the proximal segment with good result. After post-dilation with a quantum maverick (bsi) 3.0x18 balloon at 12 atm for 20 seconds , it was noted that there was a small edge dissection that required another cypher 2.5x8mm stent placed below the first stent, which resulted in excellent results. The dx2 was described as severely calcified, de novo and 90% stenosed. The lesion was pre-dilated followed by the implant of a 2.25mm x 8 mm cypher rx stent. The stent was post-dilated for optimal expansion. The procedure was successfully completed and the patient was discharged the following day. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that vessel/lesion characteristics may have contributed to the event.